Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for cardiac system implant procedure. During the post-operative device interrogation, it was found that the patient received two inappropriate anti-tachycardia pacing shocks and one high voltage shock upon interaction with the electrocautery tool. No intervention was performed. The patient was stable.